Event description:
Spontaneous call from pt. Pt reported that legacy pump alarmed and displayed "no disposable, pump won't run" message. Informed pt that pump thinks there is no cassette attached. Pt denies dropping or knocking pump. Error occurred while pump in use. Pt did not experience any adverse event. Instructed pt to switch to back up pump. New pump being sent to pt. Pt will keep pump in question until instructed to return. No other info available. Reported to (B)(6) by pt/caregiver.